Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4068 lead, implanted: (B)(6) 1998. (B)(4).

Event description:
It was reported that a lead integrity alert (lia) triggered due to low impedance readings on the right atrial (ra) lead. The clinician noted that atrial impedance has slowly been decreasing. The lead issue is being monitored and the ra lead remains in use. No patient complications have been reported as a result of this event.